Event description:
It was reported that the patient was given too much anesthesia during the implant procedure and subsequently went into a coma for four days. The patient is conscious but no additional information is available due to hippa regulations. The devices will not be returned for analysis as they remain implanted.